Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while a 980 ventilator was in use on a patient, a background fault message was generated and the touch screen froze and became unresponsive. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.